Event description:
It was observed during the device inspection, that the ultrasound bronchofibervideoscope exhibited the adhesive around the light guide lens had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Deviations from instruction for use (IFU) are unknown as three attempts were performed to obtain additional information, but no response was received from the customer. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to impact of occurrence of leakage, reprocessing conducted in the facility before sending the device to the repair dept was not accomplished appropriately, and there is a possibility that the foreign objects remained. The event can be prevented by following the instructions for use which state: chapter 3 compatible reprocessing methods chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope (and related reprocessing accessories) chapter 6 reprocessing the accessories chapter 7 reprocessing endoscopes and accessories using an aer/wd olympus will continue to monitor field performance for this device.